Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver functional test was performed and passed. A receiver touch screen manual test was performed and passed. An internal visual inspection was performed and passed. The share log was reviewed and did not confirm the complaint. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's alert settings were automatically altered. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.